Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction event(s), where it was reported the device experienced fastener unexpectedly disengages/ false engagement into fastener. There were 2 events with patient involvement; the patient experienced unknown at this time.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results): 1 device: mount/mechanical problem identified. 1 device: rail/device migration.

Event description:
No new information.